Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6). The data was requested to carry out the investigation but was not provided. The investigation did not identify a product problem.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys hbsag ii assay on a cobas e 801 analytical unit. For quantitative test only: this device (hbsag quantitative) or a similar device (hbsag quantitative) is not cleared or approved for use in the us. Sample 1: the qualitative test result was 0.312 coi. The quantitative test result was 0.168 iu/ml. Sample 2 was on (B)(6) 2026: the qualitative test results were 1.16 coi and 0.448 coi. The quantitative test result was 92.4 iu/ml. Sample 1 and sample 2 were repeated for the qualitative test, and the repeat results were both negative and consistent with the patients' previous negative history for hepatitis b virus (hbv).